Manufacturer narrative:
(B)(4). Batch # r59u94. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage with two ecr60g cartridge reloads present.. The reload (b) was received partially fired 1/2. Upon evaluation of the reload, the one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The reload (c) was received partially fired 1/2 with the pan detached. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the stomach cavity mirror surgery, could not fire when severing the stomach tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.